Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the serviced components or a combination thereof is the likely cause of this event. The fse replaced multiple hardware components including the tubing on flow cell 2, sodium, potassium, and chloride electrodes, sample pot, mixer bar, and reference electrode which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided data for four (4) patient samples.